Event description:
When the unit is set to shock at 360 joules, it sometimes does not reach a full charge and dumps the charge without shocking. This happened with 3 different batteries and only when shocking at 360 joules. No pt was involved.